Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that: the suture thread is broken. The needle and thread were detached. Product code w9561 and two lot numbers (rdmkmd, rdmams) were provided. Please clarify which lot number had the issue of "broken thread" and which lot number had the issue of "needle and tread detachment"? Was the thread broken during use on the patient or before use on the patient? Were the needle and thread detached during use on the patient or before use on the patient? How was the procedure completed? Procedure name? Device return status/follow up events reported via: 2210968-2021-11233.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/17/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that two empty opened foil, two empty folder, and two needle-sutures of product code w9561 were received for evaluation. This product code is double-armed. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The sutures were received dispensed and were examined along the strand to detect any issue on the suture and no defects were observed during evaluation. The product is an absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified.